Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient stated they experienced necrosis (not blanching) in their nasolabial folds area (a little above their lips) weeks after they were injected with juvéderm volbella® xc. Treatment with hyaluronidase did not dissolve the filler.